Event description:
During the placement of a stent in the lower common bile duct, via the left bile duct, the physician deployed the stent after removal of the wire guide, and found the stent too short. Therefore, he deployed another stent with the wire guide through the delivery system. Upon removal of the delivery system, he noted the wire guide was protruding through the wall of the inner tube.

Manufacturer narrative:
Evaluation still under investigation at this time.